Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and stated that when he arrived onsite, the iabp started up normally. After pumping at 130 bpm for about a half an hour he started seeing low vacuum alarms that would come and go for only a few seconds. Within 40 minutes of operation, the iabp alarmed low vacuum and would not perform an assist function. The fse then checked the pressure and vacuum regulator tests and found that the compressor would not put out vacuum or pressure. To resolve the issue, the stm, replaced the scroll compressor and completed full functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) shutdown, alarmed low vacuum and when rebooted, it alarmed ¿power up test failure code #3¿. Rebooting multiple times and reseating the rescue in the hybrid cart did not change the situation. There was no patient harm and no adverse event was reported.